Event description:
The caller reported that the tube was pre-tested and placed in the pt on (B) (6) 2010 and on (B) (6) 2010 the pilot balloon failed and the seam was leaking air. A non-routine replacement of the tube was required.